Event description:
It was reported the programmer was losing connection with the programmer rf (radio-frequency) head. Several rf heads were tried, with the same result. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 2067 programmer rf (radio-frequency) head; 2290 pacing system analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the programmer interrogated with known good radiofrequency (rf) head with no issues, however, found cracked solder joints on the connector on the link electronic module (lem) circuit board. It was also noted that the system fan was noisy and the power supply was noisy.